Manufacturer narrative:
This report is sent to the FDA as part of corrective action to an observation made during fei #(B)(4) and concerns our complaint # (B)(4). We consider an open or not fully sealed electrode pouch to be a potentially malfunction as the electrode contained therein might dry out as consequence. A dried out electrode could malfunction when used. Although the involved defibrillation electrode is not covered under a 510k, other defibrillation electrodes, which are covered under a 510k, ar packaged using the same process.

Event description:
On (B)(6) 2013, we have been informed by (B)(6), about an incident with a defibrillation electrode set. A customer/user returned a defective pouch. It was stated that the pouch was not sealed properly. No patient harm was reported by the initial reporter.